Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, the rv pacing impedance was high (2100-2400 ohms). When the lead was connected to the device, oversensing of noise was observed while manipulating the device in the pocket. The lead was not implanted and was replaced. The patient status was reported as "good".